Event description:
According to the details initially reported by the customer: 'during the bath on (B)(6), a resident fell partially through the plastic seat in the bath chair and became lodged. The seat is one that is in two pieces and the bottom has plastic clips that snap onto a metal bar on each side to hold them in place. The plastic part has eroded somewhat over time. The clips slipped out of the bars and the seat separated which resulted in the resident's buttocks slipping in between. He was stuck/wedged and the fire dept was phoned and had to come and cut the metal bars to release him. Additionally it was stated by the company rep: 'middle portion of seat not used at time of incident- if it was, may have prevented incident. Staff stated they did not routinely use. Thought it was optional'. Ref MFR number: 9611530-2013-00057.

Manufacturer narrative:
This report is being filed under exemption (B)(4). On behalf of the importer (B)(4). When reviewing reportable event one add'l case with a similar fault description (patient stuck in the seat of calypso device) was found. (B)(4). We were not able to find a deficiency with the device. This means that the lifting system was not up to specification when the event took place. The device was being used for patient handling and in that way contributed to the event. From our eval it appears a number of other use errors caused the event. The most relevant use error being failure to maintain the device: need for examination is stated in the instructions for use (04.cd.03 rev.2): 'weekly- examine the lift hygiene chair for damage." Please be aware that the device is 17 years old and it's passed the intended lifetime according to the IFU: 'the useful life of this equipment, unless otherwise stated, is ten (10) years, subject to required preventative maintenance as specified in arjo's operating and daily maintenance instruction and space parts list.' We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as the received info and our eval as described above are showing that if the safety warnings present in the instructions for use to correctly use the device are followed, it appears very unlikely that there will be any patient or caregiver risk.